Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the serial number was not able to be obtained to date. An investigation of the cyclers delivered to the customer for the product were reviewed and a serial number was not able to be determined. A clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) treatment and the adverse event. Based on the provided information a likely temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd treatment and the liberty cycler. However, there is no documentation that supports a causal association. The patient¿s concomitant constipation condition may have been a factor in the enterococcus peritonitis event due to the possibility of transmural transmission of bacteria. However, the exact cause of the enterococcus peritonitis cannot be determined with the available information. Should additional information become available, this clinical investigation will be reevaluated accordingly.

Event description:
During review of medical records, it was discovered that on (B)(6) 2017 the peritoneal dialysis patient was hospitalized due to a pd catheter (not a fresenius product) malfunction and concomitant abdominal pain, constipation and suspicion for peritonitis. During the hospitalization on an unknown date, a pd effluent culture was performed indicated growth of 1 colony of the organism enterococcus and unknown white blood cell (wbc) count. The patient was treated with vancomycin (unknown dose, route, frequency) while hospitalized. The patient continued pd treatment while hospitalized. A repeat pd effluent was performed on an unknown date as it was recorded the wbc count in the patient¿s pd fluid decreased significantly. Subsequently, the patient was discontinued from vancomycin therapy and discharged from the hospital on (B)(6) 2017 continuing pd therapy.